Manufacturer narrative:
An event regarding wear involving an unknown liner was reported. The event was confirmed. Device evaluation and results: a visual inspection was performed on the returned device by a material analysis engineer which noted the following: damage was observed on the liner, consistent with contact against the head. Damage consistent with the explantation process was also observed. Burnishing, scratching and third body indentations were observed on the liner. These are common damage modes of uhmwpe. A material analysis on the returned device concluded: the event description of a c-taper head not fitting on the stem trunnion cannot be confirmed, as the stem trunnion was checked against a c-taper cocr head and fit. Damage consistent with contact against the head was observed on the liner. Burnishing, scratching and third-body indentations were also observed on the liner. These are common damage modes of uhmwpe. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: a review of the provided x-rays by a clinical physician noted the following; procedure-related factors: end of service life condition of previous generation polyethylene patient-related factors no info. Device-related factors: none as also supported by mar findings. Diagnosis: cup revision was required because of poly wear with secondary osteolysis and gross cup loosening. The long implantation time of 23-years explains this failure mode as end of service life condition of this previous generation polyethylene even under optimal implantation conditions. Device history review could not be performed as the device lot is unknown. The device details could not be established on the returned part due to the damage. Complaint history review could not be performed as the device lot is unknown. The device details could not be established on the returned part due to the damage. Conclusions: a medical review concluded: cup revision was required because of poly wear with secondary osteolysis and gross cup loosening. The long implantation time of 23-years explains this failure mode as end of service life condition of this previous generation polyethylene even under optimal implantation conditions. If additional information becomes available, this investigation will be reopened.

Event description:
A hip revision was performed due to lysis around the cup resulting from poly wear. The cup loosened and migrated medially causing the head to articulate with the native acetabulum. The plan was for an acetabular revision only, but neither c taper or morse taper heads would fit on the trunnion, so the stem needed to be removed. A restoration modular stem was implanted. The stem needed to be replaced because the heads would not fit on the original stem in situ. This required greater anesthetic time, more blood loss, more bone removal and a larger operation for the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
A hip revision was performed due to lysis around the cup resulting from poly wear. The cup loosened and migrated medially causing the head to articulate with the native acetabulum. The plan was for an acetabular revision only, but neither c taper or morse taper heads would fit on the trunnion, so the stem needed to be removed. A restoration modular stem was implanted. The stem needed to be replaced because the heads would not fit on the original stem in situ. This required greater anesthetic time, more blood loss, more bone removal and a larger operation for the patient.